Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. The pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The pump had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose. The blood glucose at the time of the incident was 299 mg/dl. The customer reverted back to manual injection and states that is the reason blood glucose is high. The customer did not have the pump available to troubleshoot. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.